Event description:
It was reported the customer's insulin pump was turning off. The customer was unable to retrieve the display on their insulin pump with troubleshooting. The customer was advised to purchase new batteries for the insulin pump and call back if the display did not return. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.